Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A certified ophthalmic assisted reported a patient presented with mild superior and inferior diffuse lamellar keratitis in both eyes one day post lasik. The patient is using a topical steroid eye drop every two hours. Additional information requested. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. Logfile review for the date of treatment shows no abnormalities that could have contributed to reported event. All laser system functions were within specifications during treatments at this day. No technical root cause was identified as the system was operating within specifications. The root cause could not be determined conclusively. The contributing factors of dlk could be sterilization of instruments, surgical techniques, pre and post-operative medications. (B)(4).

Event description:
Additional information received states that the dlk has resolved.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received states that the dlk has resolved.